Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) handle, console release malfunctioning. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g4 (PMA/510(k)#, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced handle console release (d367-00-0091), bracket locking cart (d406-00-0860) and shoulder screw (d212-00-0096) for latch. Ran all the tests in accordance to the manufacturer's specifications. The failure analysis and testing dept. Performed a visual inspection and observed that the pem fastener on the bracket was damaged, which is the probable cause of the malfunctioning of the handle release. Retaining the locking bracket in the fat dept. Per procedure number (B)(4) rev. As. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.